Event description:
Blood leak at the arterial header of the psn 140 dialyzer. Incident was noted at the start of treatment. Treatment was stopped and blood was not returned to the patient with estimated blood loss unknown. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention was reported.